Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for filter tilt, perforation, and pulmonary embolism, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard denali filter was implanted in the iliac bifurcation location. The filter was deployed and a completion cavogram demonstrated the filter was right at the iliac confluence but provided inadequate coverage and protection from the left iliac side. For that reason, a second filter was advanced and deployed immediately above the filter. A completion venogram demonstrated a well-positioned filter in the center of the inferior vena cava, and above the iliac confluence. At the end of the procedure, the patient tolerated the procedure well. The only complication was the need to deploy a 2nd filter due to malpositioning of the initial one. Approximately three years five months later, computerized tomography-abdomen without contrast was performed which showed that there were two bard filters. The more proximal one was in the infrarenal inferior vena cava. The more distal one was mostly in the right common iliac vein extending slightly into the inferior vena cava. The more distal filter was tilted anteriorly with its cone penetrating through the wall of the inferior vena cava into the pericaval fat. This might render the filter non removable. Some of the filter struts of the lower filter had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for alleged filter positioning issue, filter tilt and perforation of the inferior vena cava (ivc). Additionally, it can be inconclusive that the patient experienced pulmonary embolism (pe) post deployment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 10/2017), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted, and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.